Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Our laboratory analysis of the returned device confirmed the reported no communication anomaly. Upon receipt, the device was interrogated; however, successful communication with several programmers could not be established. The device was carefully cut open for further investigation and the battery voltage measured 1.18v. While connected to an external power supply, the input current measured 0 ua, indicating damage to the power line that supplies power to the hybrid. A resistance measurement within the hybrid showed an open circuit. Due to the disruption in the power to the hybrid, the device was not able to establish successful communication. Therefore, it is believed that an open circuit in the hybrid was the cause of the reported no communication anomaly.

Event description:
It was reported that during implant the device exhibited no telemetry. The device was not used.